Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. The reported hospitalization, unexpected medical intervention and surgical intervention were results of case-specific circumstances as a temporary pacemaker was placed and the patient was hospitalized for rhythm monitoring, and subsequently a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor was used for implantation, utilizing a small flexnav. The patient presented in normal sinus rhythm (nsr), with a 3.8mm membranous septum, and there was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). The valve was implanted at a depth of 6mm on non-coronary cusp (ncc) and 6mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. The patient was reported to be hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. However, on (B)(6) 2025, the patient experienced a heart block. To treat the heart block, a temporary pacemaker was placed. The patient required prolonged hospital stay for monitoring of rhythm. On (B)(6) 2025, the patient returned to the hospital, and a permanent pacemaker was implanted. The patient was reported to be discharged. No additional information was provided.